Event description:
It is reported that the pt's knee was revised due to pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: the product info was reviewed and found all parts to be compatible. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provide. However, the complaint maybe revised upon return of x-rays and/or product or further info. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.